Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site had experienced an inaccuracy with the navigation system. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.